Event description:
A female received two injections of hyaluronic acid a few weeks apart for joint pain. This pt also has ra, taking mtx and prednisone. Within days following her second injection, she developed n&v, frequent urination, generalized weakness, agitation and could not take her bp meds. Ua negative for infection, no fever. Patient admitted to ER and had a seizure; etiology unknown except her sodium had dropped to 126 within two days. Patient spent almost 2 weeks in the ICU and another week in snf before returning home. She is still weak. No syncope. But she does not remember having a seizure or the events that immediately followed. Her mental status is 100% as it was prior to this event.